Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: (B)(6). It was reported that there was under-drainage.

Manufacturer narrative:
D4 - expiration date 12/31/2020. H1 - serious injury. H4 - production date (B)(6) 2016 manufacturing evaluation: the shunt system was received in a plastic container; the fluid was contaminated with residual tissue. Manufacturing and quality control data : deviations during assembly did not occur. The shunt system was sterilized by miethke and relased for shipment after final inspection. The valve specifications after final inspection passed. All parameters have been inspected and signed off during the manufacturing process; they were assessed as ok. The pre-adjustment pressure setting was 5 cmh2o. Visual inspection, permeability test, adjust test, braking force and brake function test - n/a result . The valve was sent to us placed in a strongly contaminated liquid. Against this background, we have evaluated the progav shunt system with risk level 3. Under these condition an investigation is not possible for us. We ask kindly for your understanding that we are not equipped for investigating such contaminated products and want to keep potential risks oft from our employees. Please send the products significantly less contaminated, but not sterilized, back to our complaints department.